Event description:
It was reported that during an a-fib procedure, the ultrasound images of left atrium were generated, and brockenbrough (bb) was conducted. A lasso catheter was placed at the left pulmonary vein after merge. Then pulmonary vein isolation started from the left posterior wall and the thermocool catheter was displaying an unusual low temperature. It was 32-33 ° c inside the cardiac cavity and 36-37 ° c during ablation at 20-30 w. The issue was resolved by exchanging the catheter. After this change, the temperature was 35-36 ° c inside the cardiac cavity and 38-41 ° c during ablation. After follow up with the customer to obtain detailed information about the event it was confirmed that the improper temperature readings were noticed while rf was applied. The procedure was completed without patient's consequence.

Manufacturer narrative:
(B)(4). It was reported that during an a-fib procedure, the ultrasound images of left atrium were generated, and brockenbrough (bb) was conducted. A lasso catheter was placed at the left pulmonary vein after merge. Then pulmonary vein isolation started from the left posterior wall and the thermocool catheter was displaying an unusual low temperature. The procedure was completed without patient's consequence. Upon receipt, the device was visually inspected and it was found in normal conditions. Then per the reported event, the catheter was tested and it passed electrical, temperature and generator tests. The customer complaint cannot be confirmed. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
(B)(4).